Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and low blood glucose. Customer was treated for low blood glucose then after was hospitalized for diabetes ketoacidosis. Customer's high blood glucose was unknown. Troubleshooting was done for high blood glucose. Customer was not wearing the pump for 30 minutes prior to hospitalization. Customer stated had been experiencing low blood glucose; blood glucose was 30's mg/dl or 40's mg/dl. Troubleshooting was done for low blood glucose. No further information provided.